Event description:
It was reported that while aspirating the medication leaks with a bd syringe solomed 3ml ll 22x1. The following information was provided by the initial reporter, translated from portuguese to english: the body of the syringe where aspirates the drug is broken (blue part). She says the customer returned it to the pharmacy saying that when she tries to aspirate the medicine it leaks because of the reported damage.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while aspirating the medication leaks with a bd syringe solomed 3ml ll 22x1. The following information was provided by the initial reporter, translated from portuguese to english: the body of the syringe where aspirates the drug is broken (blue part). She says the customer returned it to the pharmacy saying that when she tries to aspirate the medicine it leaks because of the reported damage.